Event description:
Info on medical device registration form indicated that attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery were unsuccessful due to tortuous anatomy and luminal irregularities. During withdrawal of the delivery system and stent, a minor plaque in the circumflex artery was disrupted. A ptca was performed. There were no add'l clinical sequelae reported relative to the event.